Event description:
This report is being filed because the deployed clip ((B)(4)) partially detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat mixed degenerative and functional mitral regurgitation (mr), grade 4. Reportedly, the anterior mitral leaflet (a2) had restriction and there was abnormally anterior leaflet thickness at a2/a1. The first mitraclip ((B)(4)) was implanted on the mital valve leaflets in a2/p2 area successfully. During device preparation of the second mitraclip, it was noted that the first implanted clip ((B)(4)) had detached from the anterior leaflet and remained well inserted on the posterior leaflet. Two additional mitraclips were implanted on either side of the first clip, without reported issue, stabilizing the first clip and reducing the mr to grade 2. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incident reported for single leaflet device attachment (slda) from this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state, procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. In this case, the patient had challenging anatomy as it was reported that the anterior mitral leaflet a2 had restriction, and the anterior leaflet a2/a1 was thick which likely contributed to the slda. Based on the information reviewed, the reported incomplete coaptation appears to be related to patient conditions/ anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.